Event description:
The customer reported poor image quality and the system is displaying a saturation fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the candlestick connectors, replaced a loose fuse, replaced batteries. System operates as intended.